Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of over 500 mg/dl with confusion, and nausea, associated with an alleged power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine for diabetes care and management. During troubleshooting with customer technical support, it was revealed that there was intermittent power to the pump, the battery compartment threads were stripped, the battery compartment cap was unable to be tightened to the pump, and the yellow o-ring was visible in the battery cap. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.